Manufacturer narrative:
The patient received a replacement unit over night. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, while she was sleeping, she couldn't breathe. She then realized the poc had a system error and was not working properly. She called a family member to help her get on her home unit and this is when she passed out. The family member called 911. She was in the hospital for 6 days. She said she was comatose for 5 day and gave her supplemental oxygen and could not remember anything else.